Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing, red particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken . A dimension measurement in the shell was performed which identify the thickness within specification. -non-penetrating nick. Based on the device analysis the final assessment is: - a sharp edge broken with non-penetrating nicks assessed as surgical impact. -non-penetrating nicks.

Event description:
Healthcare professional reported rupture of the left device diagnosed by a mammography. Device has been explanted.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the left device diagnosed by a mammography. Device has been explanted.